Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to limited range of motion.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records for the articular surface were reviewed with no deviations or anomalies identified. It was reported that this was the second revision for the hinge post backing out; therefore, at this point in time the surgeon decided to explant the entire system and all products were returned for review. Visual inspection of the returned femoral and stem construct and tibial plate and stem construct both reveal bone cement on the backside of the components. There is not significant damage observed from the constructs outside of normal evidence of being implanted. Visual inspection of the articular surface identified gouging and wear marks on the backside of the component. The gouging on the posterior edge is likely a result of removal. Visual inspection of the hinge post extension identified significant scratching along the post body and some damage to the threading; this is likely damage of the knee undergoing range of motion while this component was disassembled. Gouging on the distal end was also observed. Dimensions for the articular surface and hinge post extension were conforming to print specifications where measured. This device is used for treatment. A product history search revealed no additional complaints against the related articular surface part and lot combination. The implants were verified for compatibility. Per the zimmer nexgen knee profiler, no compatibility issues are noted. The damage to the threads is likely a result of the knee undergoing range of motion with the hinge post disassembled. The zimmer nexgen rh knee primary/revision surgical technique warns ¿tightening of the taper to the level indicated on the torque wrench is critical to securing the locking mechanism because it locks the hinge post extension into position. If the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur¿ and also warns ¿do not over- or under-torque. Undertightening of the hinge post extension may allow it to loosen over time. Overtightening is not necessary.¿ it states that it should be flush with the top of the hinge post. Primary and revision operative notes were not provided for review; therefore, a definitive root cause for the disassembly cannot be determined with the information provided. Concomitant medical products: rotating hinge knee femoral, size e, right (part 00-5880-015-02, lot unknown), rotating hinge knee tibial plate, size 5 (part 00-5880-005-00, lot 62781014), rotating hinge knee articular surface, for femoral size e, 12mm (part 00-5880-050-12, lot 63029847), nexgen stem extension, 10mm x 100mm (part 00-5988-010-10, lot 62789365), nexgen stem extension, 14mm x 100mm (part 00-5988-010-14, lot 62837249).